Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as inadequate dialysis and hygiene was not maintained. On an unreported date, the patient was hospitalized for the event for one week. The patient was treated with intraperitoneal (ip) injection of vancomycin (2gm, frequency and duration not reported), ip injection of gentamicin (20mg, frequency and duration not reported) and an additional unspecified medication for peritonitis. On an unknown date the patient was discharged from the hospital and was recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information : should additional relevant information become available, a supplemental report will be submitted.